Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what the cause of the issue was the patient reported the settings were too high originally and the went in for operation at 8 am but it didn't start until after 12 pm and they used the bathroom 27 times with hospital toilet paper they could see through and felt like sandpaper. The steps taken to resolve the issue include: went down 0.1. The cause of no longer feeling stim was determined. The patient reported they have ms, not much feeling in skin or even shots previously given to bladder or botox. Under anesthetic they felt nothing setting too high. The issue was resolve through lowering settings. The trip to the emergency room was related to the device. The patient stated they explained in another question beside sandpaper like toilet paper made their vagina raw and dry, even bled a little.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that, for the first 4 days after implant, patient felt a shocking pain from stim and thought their body just needed to adjust. Patient said they don't have a lot of "feeling down there" and were on a ton of drugs on the day of the surgery and they kept "punching it up" (stimulation increase) until the patient could feel it. Patient said for the first week they were screaming every time they felt the stimulation. Patient said it felt like an electric shock. Patient said the first day they only peed twice and they knew that was wrong. Patient said the second day, they only peed 3 times and they were drinking 60oz of water a day, 50oz of pure water, smoothies full of water and healthy food enriched with water. Patient said they started their stim at 0.7 and they noticed they were voiding their bladder but were only peeing 2-3 times a day and that was "not normal". Patient said they decreased stim to 0.6 and they were going to the bathroom 5-6 times a day. Patient said they turned it down a notch yesterday and kept feeling stim right at their clitoris and it didn't feel good. Patient said when they turned it down to 0.4 they no longer felt stimulation, it really helped and they are going to the bathroom 7 times a day which they said is a good number. Patient said they are good with going 10 or less times a day. Patient stated they are going to leave their stim on 0.4, as that's the right stim number for them. Agent reviewed to discuss with managing hcp at follow-up appt. And patient said they are keeping a voiding diary/monitoring symptoms. Patient said they have a follow up appt with their managing hcp maybe on the 19th of next month. Patient mentioned medical history that they were in the ER and turned the stimulator off and when they did, they were only going to the bathroom 9 times a day.